Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received an inappropriate shock due to supraventricular tachycardia (svt). Furthermore, the patient indicated that they had received 2 inappropriate shocks 2 days prior to this incident due to svt. It was also observed that the battery was depleted. No further adverse events have been reported outside of the inappropriate shocks to the patient. Device was explanted. No additional adverse patient effects were reported.